Manufacturer narrative:
Unit was evaluated by an asp field service engineer (fse) who stated that upon arrival the sterrad nx was found to be working properly. The unit meets all manufacture specifications. The fse notified asp account executive to conduct refresher training on tray preparation. The IFU states the following: warning! Hydrogen peroxide is corrosive concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle. Per the IFU, all items must be cleaned and thoroughly dried before loading into the sterilizer. Loads containing moisture may cause cycle cancellation. Additional information received will be submitted to FDA on a supplemental report.

Event description:
The customer reported that a healthcare worker (hcw) experienced a burn when unloading the sterrad nx chamber after a completed cycle. It was reported there was liquid on the peel pouches. The symptoms reported were burns and white spots on the forearm, lasting approximately three hours. The hcw did seek medical treatment at a burn treatment center and was advised she would be fine. The hcw returned to work. The hcw was wearing personal protective equipment (ppe) / gloves. Asp field service engineer was dispatched to conduct onsite evaluation of sterrad nx.

Manufacturer narrative:
Asp investigation summary: this event was reviewed for service and complaint history, the device history record, the system hazard and user misuse analysis and the health hazard evaluation. The service and complaint history for this system for the six months prior to this event indicates there is not a trend for the issue of h2o2 contact for this machine. The complaint trending on the sterrad nx product line for skin contact h2o2 is not significant. The DHR (device history record) for (B)(4) indicates that the system met all specification at the time of release for shipment. The shuma (system hazard and user misuse analysis) is a category 1 or "broadly acceptable risk". The hhe (health hazard evaluation) index for severity of injury is considered limited (transient, self-limiting illness or minor injury).